Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the dispensing system server reports database was failing in the production environment. A technical support specialist (tss) identified that the extract transform load issue was a known problem in the current system version. The tss applied the documented knowledge article titled medstation es - etl failure - derived column input, verified that the extract transform load process was running correctly, and sent a confirmation email after successful validation. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the dispensing system server reports database was failing in production, with recurring occurrences. There were no delay or adverse events or injuries reported based on this event.